Manufacturer narrative:
No product was returned for evaluation, preventing confirmation of the reported event. Similar incidents involving kirschner (k-wires) coming out of reusable drills have been observed in the field and have been examined as part of post-market surveillance activities. The design of the reusable drills, including their windows, has been previously validated and complies with manufacturing and reprocessing requirements. Based on the available information, the event appears to be related to the conditions of use rather than a confirmed product defect. No specific root cause can be determined without the device.

Event description:
The k wire came out of the drill bit cannula and became stuck in the cannula window. The surgeon stopped the motor rotation before any further damage occurred. According to the operator, the additional bars added to the drill bit cannulas are considered unsafe.

Event description:
The k wire came out of the drill bit cannula and became stuck in the cannula window. The surgeon stopped the motor rotation before any further damage occurred. According to the operator, the additional bars added to the drill bit cannulas are considered unsafe.

Manufacturer narrative:
N/a.